Event description:
It was reported that the patient had a heart issue where they kept fainting, resulting in concussion and the implantable pulse generator (ipg) was not working well. The device remains in use. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).